Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via e mail that high blood glucose of 400 mg/dl to 600 mg/dl was experienced and that she was in the hospital for one day with diabetic ketoacidosis. Customer does not want to troubleshoot and wanted to report the incident only to seek compensation for the hospital stay. No further information was provided.